Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for insulin pump error. Customer¿s blood glucose was 120 mg/dl. Customer stated that insulin pump had crack on back of the insulin pump. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be return for analysis.

Manufacturer narrative:
Device received with critical pump error and pump error 35 due to moisture damage to force sensor. Device received with corroded electronic stack and corroded motor home switch. Unable to perform self test, sleep current measurement, active current measurement, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.